Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad melted and partially detached and with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad

Event description:
It was reported that following an unknown procedure when the device was taken out for cleaning with gauze, the blade tip was broken with gently scrubbing. The blade tip was retrieved. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.